Event description:
Customer called on (B)(6) 2011 reporting of a leak at the probe of the coulter ac*t diff analyzer. Customer stated that the probe started dripping after instrument startup. Customer mentioned that the same issue was reported in (B)(6). Please see medwatch #1061932-2011-02424 for the report of the issue in (B)(6). Customer mentioned that there were no patient samples or results affected by the leak. Customer was wearing personal protective equipment at the time of the incident and no exposure or injury was reported. Field service engineer (fse) went on-site and found that the probe was leaking. Fse could not determine the exact cause of the leak but proceeded to replace all of the valves in the probe wash pathway and bleached the line to the vacuum isolation chamber. No further leak was observed and repair was verified per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).